Manufacturer narrative:
Other relevant device(s) are: product ID: 3708660, serial/lot #: unknown. Product ID: 3387s-40, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding their implantable neurostimulator (ins). It was reported they were able to cause a shocking sensation on their left arm by pushing on the lead/extension connection on the right side of their head. It was determined all impedances were within range and therapy was good. The issue remained unresolved. The patient has an appointment on(B)(6) 2018. No further complications were reported as a result of this event.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3708660 serial# (B)(4) product type extension product ID 3387s-40 lot# va0cm47 product type lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708660, serial# unknown, product type: extension; product ID: 3387s-40, lot# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient was getting tingling sensation in their finger tips on the left hand when pushing at the lead/extension connection. Patient noticed it while getting their hair washed six months ago. Patient can consistently create the sensation but the sensation is temporary. There was no report of trauma/falls. The health care professional (hcp) has tried to run impedances with the patient pushing at the lead/extension site, but impedance is normal. Patient does not have any return of symptoms. A possible fluid short was discussed which doesn't necessary show up as an impedance issue. Hcp does not plan to address the issue other than telling the patient not to push lead/extension site. No further patient complications were reported/ anticipated as a result of this event.